Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 21.0 diopter intraocular lens (iol) had to be removed from the eye because the lens was loaded incorrectly and resulted in the lens being placed incorrectly in the patient's eye. It was clarified that there was nothing wrong with the lens however the physician had to enlarge the incision to remove the lens. There was no vitrectomy and the lens was replaced with a backup lens. The patient is doing fine.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 04/05/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and the lens returned was observed cut in two pieces. Residue of viscoelastic was observed on the lens which indicated that the unit was handled and prepared for surgical use. Both haptics were observed detached. The detached haptic pieces were not returned. The complaint issue reported could not be verified. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not investigated; therefore, the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There was no associated deviation or non-conformity reports found in the review related to this complaint. The units were released according specification in compliance with the product intended use as required. A search revealed that there were no other investigation requests for this production order. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product quality deficiency was identified. All pertinent information available to abbott medical optics has been submitted.